Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us. This device is not marketed in us, therefore 510k is not applicable.

Event description:
The pedal of processor was unable to collect image. The time of event is unknown. There was no report of patient harm.